Event description:
It was reported by the physicist that the r/min was high on the 9800 system also, the collimator was not centered. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was in spec, however, the ma and collimator were adjusted down slightly as a precaution during the service call. The system was tested and found to be working as intended and put back into service.